Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On 01/05/2024 the display device showed "replace sensor." There was reportedly no other error message captured. According to the call review, the sensor malfunctioned beginning midnight until saturday morning. The patient could not' recall the error. The last estimated glucose value prior to the error was not documented. It was not documented whether the patient was monitoring the blood glucose (bg) by fingerstick during the error state. The patient could only remember waking up in the hospital with the display device showing "replace sensor now." She was brought in by an ambulance that her husband called in. During the error state and when the emergency medical technicians arrived, her blood glucose was 24 mg/dl. Reversal of hypoglycemia was not specified. No tests were done in the hospital. The bg was monitored by fingerstick while in the hospital; however, she could not recall the values. There was reportedly no medication given according to the patient. The patient stayed in the hospital for a day. Before her discharge on (B)(6) 2024, her sugar level was checked, but she could not recall the value. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.